Manufacturer narrative:
Philips service analyst confirmed that the paddles need to be replaced. The device will be considered returned to full functionality upon replacement thereof.

Event description:
It was reported that the device has a cracked paddle. There was no reported patient involvement.